Event description:
This event involved a patient who experienced a change of power source in the controller earlier than expected 3 years after heartware lvad implantation. The batteries were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the batteries met all requirements for release. The reported event for "poor connection" could not be confirmed on the batteries during testing. Functional testing on four batteries ((B)(4)) of the six returned revealed a defective cell pair. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming. *this is one of four reports (3007042319-2013-00220, 00221, 00222 and 00223) submitted for devices related to the same event.